Manufacturer narrative:
Based on the supplier¿s investigation, the device history record review did not indicate any exception that could have led to the reported incident. No sample was returned for the investigation. Photos of the patient with allergic reaction were provided. The supplier reviewed their bio compatibility test report, the test result showed that the product does not induce irritation to skin. A similar complaint review was done for the past 12 months and there were no allergic reaction complaints for this product. From the investigation, the root cause for the reported issue could not be determined. There is no additional action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
The patient had a blood drawn at (B)(6) clinic, they used a self-adherent bandage to hold the cotton ball in place. Within 15 minutes, patient had an allergic reaction-redness/rash on face. Patient states they have an auto-immune disease and they were already on an antihistamine when reaction occurred. Upon removing the self adherent bandage the reaction began to subside, no medical intervention.